Event description:
The catheter was placed in the bile duct of the patient on (B)(6) 2015. When the physician attempted to remove the complaint device from the patient on (B)(6) 2015, after first unlocking the mac-loc, he attempted to withdraw the device out from the patient's body. However, the suture of the catheter was stuck somewhere in the body and it could not be retrieved. Therefore, the physician cut the catheter and the suture to retrieve, but the suture was still adhered somewhere in the body and thus, only the catheter could be removed from the body. The suture remained in the body. The physician cut the exited part of suture to remove, and implanted the remaining suture in the patient's body.

Manufacturer narrative:
(B)(4). A review of complaint history, documentation, instructions for use (IFU), quality control, and trends was conducted during the investigation. The complaint device was not returned for investigation. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with instructions for use, which lists the appropriate warnings, precautions and instructions for use. Without return of the complaint device, a definitive root cause cannot be determined. Quality engineering risk assessment (qera) was used to evaluate risk. Per the conclusion of the qera, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.